Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Log review showed no abnormalities with the 5s parameters. The root cause of the optical signal issue was not determined since product was not returned and insufficient clinical detail was provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 device was implanted for circulatory support. During use, the pump experienced a placement signal stopped. Device position was confirmed to be appropriate via transesophageal echocardiography, and support was continued despite the alarm condition. The device was successfully weaned and explanted. No patient harm was reported.